Manufacturer narrative:
Upon investigation, the technician found the device had a defective scale power control board. He states that the scale power control board has a piezo alarm which tends to wear over time. Once this piezo is worn out, the alarm on the device becomes very low even if it is set on the highest volume. The piezo has been on the device since 2004. See scanned page. The technician replaced the scale power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the bed exit alarm sounds very low. The bed is located in the facilities bed shop. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).